Event description:
It was reported that prior to starting a da vinci surgical procedure, the jaws were not aligned on a fenestrated bipolar forceps instrument. The instrument was not used in the case. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one of the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .057 offset at the tip indicating overloading. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint; however, the likely cause of bending remains overloading at the tip. Failure analysis concluded the damage may be due to mishandling / misuse. Electrical continuity testing was performed and passed. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was a frayed pitch cable at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the frayed cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.